Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding could not be conclusively established through this evaluation. The death was not considered to be device related, and the device operated as expected. The device was not explanted; therefore, it was not returned for evaluation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell. A computerized tomography (CT) scan showed intracranial hemorrhage. The patient was transitioned to palliative care. Additional information revealed no aneurysm or arteriovenous malformation (avm) was identified on the right brain. There was a 7 mm x 4 mm x 4 mm aneurysm arising from the left middle cerebral artery(mca) bifurcation. The patient passed away due to intracranial hemorrhage and withdrawal from care.